Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a pre-existing red rash under the left breast that was irritated at times by the lifevest. The patient reported having the rash prior to wearing the lifevest. The patient was given prescription medication (B)(6) by her doctor. The patient indicated that her skin flares occasionally.